Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2005, (B)(6) 2006, and (B)(6) 2015 whereby gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2002 and (B)(6) 2015, additional procedures occurred whereby the gore devices was explanted. It was reported the patient alleges the following injuries: removal of infected mesh; recurrent incisional hernia; seroma; granulation tissue; chronic infection & inflammation; severe pain; detached mesh; small bowel obstruction; fistula; all mesh excised. Additional event specific information was not provided.

Manufacturer narrative:
¿ (B)(6)2015: (B)(6)hospital. (B)(6), md. Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: there are dilated loops of small bowel within the left abdomen that extend into an abdominal wall defect within the lower abdomen. There is circumferential wall thickening of the loops of bowel within the ventral wall hernia. The efferent loops of bowel are incompletely distended. There is stranding noted within the hernia associated with fluid. There is an additional abdominal wall defect right of midline that is stable. Impression: small bowel obstruction secondary to a ventral wall hernia. There are loops of small bowel with circumferential wall thickening within the abdominal wall defect. I cannot exclude underlying vascular compromise. Triangular low attenuation focus within the spleen. I cannot exclude a history of a splenic infarct. There are peripheral calcifications of the abdominal aorta and its branches. Atherosclerosis. Stable adrenal mass, likely reflects underlying adenoma. ¿ (B)(6)2015: (B)(6)hospital. (B)(6), md. Radiology-xr abdomen complete. Indication: pain, small bowel obstruction. Findings: surgical staples are seen within the mid right abdomen. There are surgical coils again seen overlying the pelvis. There is extensive bowel loops to the right of the lower abdomen and pelvis which appears similar to prior examination and most likely related to anterior abdominal wall defect with herniation of bowel loops. There is no evidence of bowel dilatation or air-fluid levels to suggest obstruction. No free air is seen. Impression: chronic changes. No significant new abnormalities. Relevant medical information: ¿ (B)(6)20015: (B)(6)associates. (B)(6). Office notes. Presents today for postoperative evaluation. Recently underwent open repair of a recurrent incarcerated incisional hernia. Preoperatively was evaluated for acute small bowel obstruction due to incarcerated recurrent incisional hernia. Today she is postoperative week 3. No focal complaints of pain. Has no concerns regarding her incision and staples are still present. Still has two jp drains. The left-sided drain output became cloudy over the last two days. The right side remains serosanguinous. Tolerating regular diet, but her appetite has not completely returned. Moving her bowel without difficulty. Weight 229 lbs., bmi 38.11. Exam: abdominal contour is symmetrical. There are active bowel sounds in all four quadrant, and the entire abdomen is soft, nondistended, and nontender to palpation. No evidence of seroma accumulation. Surgical incision(s) at the midline locations. The incision was clean, well-healed, with palpable healing ridge and without drainage. The surrounding skin is normal. All staples removed without complication and steri-strips applied. The jp on the right is patent with scant serosanguinous output. The drain is removed without complication. The jp on the left is somewhat clogged with small pieces of fatty tissue. Fluid in the bulb is cloudy and grayish, but without odor. The tubing is milked through and drainage promptly clears to serosanguinous. Impression: recurrent incisional hernia with incarceration. Acute small bowel obstruction with incarceration requiring urgent recurrent hernia repair, (B)(6)2015. Plan: we¿ll leave the left-side drain. The cloudy drainage may have been some necrotic fat that liquified. If drainage decreases to less than 20 mls over 24-hour periods consistently, call us to have it removed. Continue to wear her abdominal binder and should avoid lifting, pushing, or pulling more than 15 pounds for another 2 weeks. ¿ (B)(6)2015: (B)(6) associates. (B)(6). Office notes. Presents today for postoperative recheck evaluation. Today she is postoperative week 5. No focal complaints of pain. Has no concerns regarding her incision since staples were removed. Left-sided jp drains remains. The output appears somewhat cloudy. This was the case last visit also, but when I aggressively milked the tubing I was able to get clear serosanguinous fluid out. Continues to tolerate regular diet. Is moving her bowels without difficulty. Weight 228 lb., bmi 37.94. Exam: abdominal contour is symmetrical. There are active bowel sounds in all four quadrants, and the entire abdomen is soft, nondistended, and nontender to palpation. Left-sided jp does have cloudy-appearing fluid in the bulb (50 mls over last 48 hours). Again, when I milk the tubing I get clear serosanguinous fluid to fill the tubing. Bedside ultrasound over the operative area fails to demonstrate any fluid collections. I removed the drain without complication and applied dry sterile dressings to the site. The incision was clean, well-healed, with palpable healing ridge and without drainage. The surrounding skin was normal. No mass effect to suggest seroma. Impression: history of incisional hernia repair. Should avoid lifting, pushing, or pulling more than 10 pounds for another 4 weeks. ¿ (B)(6)2016: (B)(6)associates. (B)(6), md. Office notes. Today, reports that ever since the drain was removed, she has had ongoing drainage from the jp site, primarily on the left side. The drainage is pink in color, and she changes the bandages twice a day. Has not noticed any obvious decrease in the amount of drainage since the problem started. Does have some pain around the jp sites but is not requiring pain medication. Active problems: diabetes mellitus; hypertension; hypothyroidism; morbid obesity. Surgical history of total hysterectomy; incisional hernia repair, 2005, 2006, 2010, (B)(6) 2015; laparoscopy with umbilical hernia repair 1999. Weight 231 lb., bmi 38.44. Exam: abdomen soft, non-distended. The right jp site is still open with some granulation tissue but not much drainage. The left jp site has a significant amount of drainage on the bandage which is partly serosanguinous but appears purulent directly over the wound. There is an area which is firm to palpation at the lower aspect of the incision, more to the left, about 12 cm in diameter. Impression: surgical followup visit. Abdominal abscess. Plan: we will schedule you for a CT scan of your abdomen to look for fluid that may have built up after your drain was removed. ¿ (B)(6)2016: (B)(6) hospital. (B)(6), md. Radiology-CT abdomen/pelvis without contrast. Indication: abdominal abscess. Findings: within the right upper quadrant there are ventral wall defects that do not contain loops of bowel. Within the lower abdomen left of midline, postsurgical change is noted along the lower abdominal wall. The patient appears to have undergone surgical intervention since the prior examination. No loops of bowel are noted within the hernia. There appears to be a mesh. There is fluid and foci of air along the anterior abdominal wall. The fluid collection measures up to 5.4 x 2.9 x 3.7 cm. There is overlying subcutaneous stranding. No evidence of bowel obstruction. Impression: status post ventral hernia repair. There is residual fluid and foci of air within the surgical bed which may be postsurgical in nature however an underlying abscess cannot be entirely excluded. ¿ (B)(6)2016: (B)(6)associates. (B)(6), do. Office notes. Last seen on (B)(6)2016 with complaints of ongoing drainage from her old jp site within the left abdomen. The drainage continues to be pink in color, and she changes the bandage at least daily. Has not noticed any obvious decrease in the amount of drainage since she was last seen not has there been any erythema of the abdominal wall. Does have some pain around the jp site but is not requiring pain medication. Abdominal CT was performed revealing an abdominal wall fluid collection with some pockets of air raising the possibility of a seroma or abscess. Weight 226 lb., bmi 37.61. Exam: her abdomen is obese, soft, non-distended. The right jp site appears to have closed. The left jp site has a small amount of drainage on the bandage which is serosanguinous. There is an area which is firm to palpation at the lower aspect of the incision, more to the left. Impression: surgical visit follow up. Abdominal abscess. Plan: interventional radiology referral. ¿ (B)(6)2016: (B)(6) hospital. (B)(6), md. Procedure note. Procedure name: ir abscess drainage retro peritoneal. Indication: abdominal collection, postsurgery. Findings: collection was identified superficial to the mesh in the abdomen. A 10-french drain was placed into the collecting using ultrasound guidance. 30 ml of turbid pussy-looking fluid was removed and sent to the lab for evaluation. The cavity was irrigated until clear. The drain was left in place to jp bulb drainage. The patient scheduled to a repeat visit in 7 days. ¿ (B)(6)2016: (B)(6)associates. (B)(6). Office notes. Came in today for post-op recheck visit. Underwent ir-based drain placement 5 days ago. Cultures of the drainage grew staph aureus, resistant only to penicillin (not mrsa). Has been taking bactrim for the last 2 days. Today she underwent sinogram in the ir department. The radiologist questioned possible fistulization to the bowel, but when reviewed with dr. Russell he felt this was not likely. Tolerating her drain. The output is pink. There is no pain and the abdominal wall demonstrates no inflammatory or infectious features. Denies fevers, chills, or sweats. Is eating and drinking well; is a little constipated. Exam: abdomen obese, soft, nontender. No induration or masses palpable. Drain in place. Output is serosanguinous. Impression: abdominal abscess. Plan: finish all antibiotics. ¿ (B)(6)2016: portland surgical associates. Benjamin russell, do. Office notes. Postoperative evaluation regarding abdominal abscess. Has taken a full course of bactrim. Had undergone a sinogram in the ir department revealing possible fistulization to the bowel but there has not been any frank small bowel drainage from her drain. Tolerating her drain and its care quite well and the output is a thick but light pink fluid. There is no pain and the abdominal wall demonstrates no inflammatory or infectious features. Remains on plavix and asa for cardiac stent placed in november. Exam: abdomen is rotund bit soft with good bowel sounds. There is no pain or tenderness on examination of the abdomen except at the drain site. This is only focal pain. Has no peritoneal signs. There is no evidence of recurrent hernia midline incision has healed well. The drain catheter was aspirated and specimens were sent for culture. The fluid is thick light pink fluid without significant odor. Impression: abdominal abscess. Plan: will repeat culture the abscess fluid and continue to treat her non-operatively given her need for ongoing treatment with plavix and aspirin. Further antibiotic therapy will be tailored to the culture reports. ¿ (B)(6)2016: (B)(6)associates. (B)(6) tsomides. Office notes. Evaluation regarding blood in drain. Re-culture of the drainage with dr. Russell yesterday preliminary shows staph aureus. Sensitivities are pending, but this suggests either the same organisms as previously cultured, or a contaminant from her skin. Exam: abdomen is rotund but soft with good bowel sounds. There is no tenderness on examination of the abdomen. She has no peritoneal signs. There is no evidence of recurrent hernia midline incision has healed well. The drain catheter is patent. There are a few small blood clots, but no sign of active bleeding. Otherwise no change to the character of the light pink, thick drainage noted yesterday. Impression: abdominal abscess. Plan: start sulfamethoxazole-trimethoprim. We¿ll send a prescription for antibiotic, but you don¿t need to fill it until you hear from us with the additional culture information. ¿ (B)(6)16: (B)(6)associates. (B)(6). Office notes. Came in today for followup of abdominal abscess. Completed two courses of bactrim. Continues to tolerate her drain with 50-100 mls of unchanged milky pink drainage. There is no pain and the abdominal wall demonstrates no inflammatory or infectious features. Weight 235 lb., bmi 39.11. Exam: abdomen obese, soft nontender. The drain site is unremarkable. Output remains pink and milky. No odor. Impression: abdominal abscess. Plan: we do not need to renew antibiotics today. We hope to remove your drain once output volumes have decreased adequately. ¿ (B)(6)2016: (B)(6)associates. (B)(6). Office notes. Came in today for follow up of abdominal abscess. Continues to tolerate her drain with output volumes now more consistently around 50 mls over 24-hour periods of unchanged milky pink drainage. There is no pain and the abdominal wall demonstrates no inflammatory or infectious features. Exam: abdominal contour is symmetrical. There are active bowel sounds in all four quadrants, and the entire abdomen is soft, nondistended, and nontender to palpation. The drain is patent. Output is milky pink with no odor. The abdominal wall is soft and nontender. Impression: abdominal abscess. Plan: I will check with dr. Russell regarding the appropriateness of repeat sonography to determine the need for a more invasive intervention to close/heal the fluid cavity. ¿ (B)(6)216: (B)(6)associates. (B)(6). Office notes. Came in today for follow up of abdominal abscess. Continues to tolerate her drain with output volumes remaining consistently around 50 mls over 24-hour periods. Within the last 24 hours the drainage has had a more bloody appearance. Does state that she had a mechanical fall at home, but does not believe there was trauma to her abdomen. Exam: the abdomen is obese. The drain is patent and drainage is slightly more bloody in character. There is some crusted blood around the entry site on the abdominal wall and it does appear that the drain has migrated out quite a bit over the last week. No palpable mass effect or pain within the abdominal wall. Impression: abdominal abscess. Plan: will re-study the abdominal wall for size of the fluid collection, appropriate location of the drain and possible tracking of fluid. ¿ (B)(6)2016: (B)(6) hospital. (B)(6), md. Procedure note. Procedure name: ir fluoro exam less than 1 hr. Indication: enteric fistula. Findings: the existing tube was injected. It showed the tube to be unchanged in position. It fills the cavity. There is a trace stream of contrast heading superiorly which may be a small enteric fistula. It looks similar to the previous study. Overall, the tube looks in good position and seems to functioning well. The patient was discharged uneventfully. ¿ (B)(6)2016: (B)(6)associates. (B)(6), do. Office notes. Came in today for follow up of her chronic abdominal wall abscess. Drain output volumes consistently around 50 mls over 24-hour periods. Has had two episodes now where drainage has had a more bloody appearance. Over the last day or two there has been a new area of skin breakdown within the midline incision that is draining thin bloody fluid. The closed suction drain is still maintaining suction and the fluid is slightly bloody. There is some degree of fullness within the upper abdomen but there is no pain and the abdominal wall demonstrates no inflammatory or infectious features. Exam: abdomen is morbidly obese and she has a very large pannus. Within the midline incision scar there is a 1 cm skin defect that probes to a depth of 1 cm and bleeds easily (on plavix). The drain within the left abdomen has purulent pink fluid. The catheter was flushed and a new cannister applied. Diarrhea; abdominal abscess; abdominal wall mass of epigastric region; abdominal pain. Plan: stool evaluation for c diff. Ultrasound. ¿ (B)(6)2016: (B)(6)associates. (B)(6), md. Radiology-us abdomen limited. Indication: abdominal wall pain. Repair. Findings: within the region of concern, there is subcutaneous edema. There appears to be a complex fluid collection that is ill defined that measures 1.5 x 1.6 x 1.6 cm. A sinus tract is noted extending from the fluid collection to the skin¿s surface. Impression: subcutaneous edema associated with ill-defined fluid collection. May reflect underlying seroma although an infectious process cannot be entirely excluded. ¿ (B)(6)2016: (B)(6)associates. (B)(6), do. Office notes. Came in today for follow evaluation of a chronic abdominal wall abscess with drainage. Initially she did well but developed a postoperative seroma which became infected. Has undergone percutaneous drainage of the abscess and still has a closed suction drain in place. Cultures have demonstrated infection with staph aureus (mssa) and her white blood cell count remains minimally elevated. There¿s been no significant improvement with the use of oral antibiotics nor has there been any increase drainage when she is not taking antibiotics. Contrast studies through the drainage catheter had initially suggested a possible communication with the small bowel, however, there has been no clear evidence of enteric drainage or cultures to suggest communication with the gi tract. Weight 239.2 lbs., bmi 41.06. Exam: abdomen is morbidly obese and she has a large pannus. The midline incision has a small defect within the midportion with skin purulent drainage. Although there is some fullness or fibrosis within the incision line upon probing with a q-tip there is no evidence of a significant fistula or abscess cavity. There is a percutaneous drain within the left lower quadrant with cloudy pink drainage (approximately 75 ml per day). There is mild pain around the drain site but there is no evidence of peritoneal signs or obvious recurrent hernia. Impression: abdominal abscess ¿ there has been no significant improvement in terms of the abdominal wall abscess other than the drainage is well contained and there are no other symptoms that would suggest sepsis. It is unclear of there is in fact communication of the abscess cavity to the small bowel given the character/nature of the drainage. At this point in time there is little or no improvement in consideration should be given to surgical exploration and placement of a vac dressing. Morbid obesity ¿ places her at significant risk for perioperative complications as well has hernia recurrence. Diabetes mellitus ¿ history of diabetes will put her at increased risk for perioperative complications including infection and delay wound healing. Plan: patient and her daughter will return home to discuss the possibility of abdominal wall exploration and placement of a vac dressing understanding that this may require further abdominal exploration, hernia repair and prolonged hospitalization for complication such as infection, bleeding or cardiorespiratory failure. ¿ (B)(6)2016: (B)(6)associates. (B)(6), do. Office notes. Came in today for follow evaluation of a chronic abdominal wall abscess with drainage. In office at the request of the vna staff to evaluate the drainage catheter and abdominal wall. Has a chronic draining abscess and has a drain in place. Developed a midline wound sinus tract, that has not been complicated by bleeding or infection. The nursing staff was concerned about possible bruising of the abdominal pannus. Exam: rotund obese abdomen with pannus. The skin folds of the pannus are clean and dry and not excoriated, erythematous or ecchymotic. The drainage catheter is in place and the site is clean and minimally tender. The wound sinus tract admits a q-tip and is free or erythema or purulent drainage. Impression: abdominal abscess ¿ the surgically oriented sites are stable with no signs of infection or bleeding. All sites cleansed and dressed. Plan: the surgery date to explore the abdominal wall is on (B)(6)2016. The current wound and drain catheter are stable with no signs of bleeding or infection. ¿ (B)(6)2016: (B)(6)hospital. (B)(6), pac. Discharge summary. Date of admission: (B)(6)2016. Diagnoses: chronic abdominal wall abscess/infected mesh. Transient right-hand nerve palsy secondary to positioning, resolved. Brief postoperative paroxysmal atrial fibrillation. Mild postoperative hypoventilation without respiratory failure. Poorly controlled type 2 diabetes mellitus, briefly requiring insulin drip. Mild acute blood loss anemia. Secondary discharge diagnosis: coronary artery disease, status post myocardial infarction with a drug-eluting stent placement (B)(6)2015, on dual-antiplatelet therapy; hypertension; hypothyroidism; chronic kidney disease; obesity; anxiety/depression. Background: history of multiple abdominal surgeries, including multiple incisional hernia repairs with mesh, who recently underwent repair in (B)(6) 2015. In the postoperative phase, she developed abdominal wall fluid collection that persisted despite efforts at percutaneous drain placement in the outpatient setting. She was ultimately scheduled to undergo exploration, electively for drainage of the abscess, washout, and extraction of chronically infected mesh. Given her history of recent myocardial infarction and dual-antiplatelet therapy, she did undergo preoperative cardiac risk stratification. Hospital course: the procedure took place on the date of admission and was uncomplicated. Admitted to the surgical floor postoperatively for routine monitoring, achievement of adequate analgesia, and resumption of diet and activity. In the immediate postoperative phase, the patient demonstrated significantly poor glucose control. Pain control was also somewhat poor, and she demonstrated some hypoventilation as a result. For these reasons, as well as for surveillance of her other multiple comorbidities, the hospitalist service was consulted. Did briefly require an insulin drip for better glucose control. Pulmonary toileting was aggressively instituted along with more vigilant pain level monitoring. First several postoperative days required upper gastrointestinal decompression with a nasogastric tube. Demonstrated decreasing volumes of output over the course of several days, ultimately the tube was able to be discontinue without event. After this, pain medication was quickly able to be transitioned from intravenous narcotic and intravenous acetaminophen to oral agents. Abdominal wound was left open following her operation and a vac dressing placed in the operating room. The wound was monitored throughout her postoperative course with vac dressing changes approximately every other day. There was no sign of infection noted. She received intravenous zosyn for approximately 5 days. Culture and sensitivity data at the time of the dictation confirm the microbe involved in the chronic abscess was staphylococcus aureus resistant only to penicillin. Does not require any ongoing antibiotics. As the patient reached her sixth postoperative day, she remained overall quite stable, tolerating diet with minimal pain medication requirement and demonstration of stable wound without signs of infection. Physical therapy service did feel that the patient would benefit from ongoing therapy, in skilled nursing/rehabilitation setting, and for this reason, transfer to such a facility is deemed appropriate. Instruction: wound care: you will need to continue having the vac in place at snf/rehab. Changes should be about 3x/week. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions d17: appropriate code/term not available for ¿false claim¿. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. No further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2005: (B)(6) hospital. (B)(6), do. History: ¿this very obese lady was seen for evaluation regarding a painful periumbilical mass consistent with a hernia through a prior trocar site. At surgery, the patient was noted to have a hernia at that site as well as one just lateral, and the start of a third just above. These were all repaired as noted below. She had incarcerated omental contents, with adherence of small bowel to the hernias. This was all mobilized without complications using a harmonic scalpel.¿ implant procedure: laparoscopic repair of multiple incisional hernias. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/03393611, 15cm x 19cm x 1mm] implant date: (B)(6), 2005 (hospitalization dates unknown) (B)(6) 2005: (B)(6) hospital. (B)(6), do. Operative report. Assistant: (B)(6), pac. Preoperative and postoperative diagnosis: incisional hernias. Procedure: ¿the patient was brought to the surgery department, given appropriate anesthesia, and sterilely prepped and draped in t h e routine manner. Preoperative ancef was used. A stab wound was made in the left upper quadrant and a 5 mm optiview trocar and laparoscope we r e inserted without complications. A pneumoperitoneum was achieved. Under direct visualization, a 12 mm trocar was placed in the left lower quadrant and a 5 mm trocar was placed in the right mid abdomen. We were able to mobilize the incarcerated contents without complications. Good visualization was identified, and the entire abdominal wall was cleared. The hernia was outlined on the abdominal wall using a spinal needle. A 12 x 20 cm gore-tex dual mesh was then employed. Sutures of # 1 ethibond were placed in four quadrants and the mesh was then placed in through t h e 12 mm trocar. The gore suture passer was used to secure the gore-tex to the abdominal wall, with good results, covering all of the hernias. A protacker stapling device was used to secure the periphery. Several additional sutures of #1 ethibond were used for security. Good coverage was noted. No complications were identified. The pneumoperitoneum was relieved, watching the mesh which did not buckle or become dislocated. Prior to a complete loss of the pneumoperitoneum, the gore suture passer was used to secure the 12 mm fascial opening, with good results. The skin edges were closed using 4-0 monocryl suture. Marcaine was injected both pre- and post-operatively. She tolerated the procedure well and was transferred to the recovery room in satisfactory condition.¿ (B)(6) 2005: (B)(6) hospital. Implant sticker. ¿dualmesh plus antimicrobial.¿ lot: 03393611. Item: 1dlmcp04. Relevant medical information: no information. Revision preoperative complaints: (B)(6) 2006: (B)(6) hospital. (B)(6) do. Indications: ¿this patient was seen several years previously for multiple incisional hernias repaired using a large gore-tex mesh. She did well until last summer when she noted a painful sensation in t ne midportion of the lower pole of the incision after heavy lifting. A CT scan revealed the presence of a hernia and at this point it has become symptomatic. She was brought to surgery where a loop of small bowel was incarcerated in a hernia sac, of which she had several; however, no evidence of an obstructive process was identified and the adhesion was mostly between the gore-tex graft and the small bowel. We were able to mobilize the entire abdominal wall without enterotomy or other problems.¿ revision procedure: repair of recurrent incarcerated incisional hernia with mesh. Implant: proceed mesh. Revision date: (B)(6), 2006 (hospitalization dates unknown) (B)(6) 2006: (B)(6) hospital. (B)(6) do. Operative report. Assistant: (B)(6), do. Preoperative and postoperative diagnosis: recurrent incarcerated incisional hernia. Anesthesia: epidural/local. Procedure: ¿the patient was brought to the surgical department, given appropriate anesthesia and sterilely prepped and draped in the routine manner. Preoperative antibiotics were used. An ioban drape was used to cover the abdomen. A midline incision was made. Dissection was carried down through the rather thick adipose tissue. Hernia sacs were identified and were completely exposed and mobilized. Entrance into one of the sacs was obtained without problems and then we were able to excise the attenuated hernia sacs and mobilize out the incarcerated small bowel. Once this was accomplished, palpatory examination revealed no other hernias. A 15 x 20 proceed mesh was placed in the wound in a transverse manner. Through-and-through fascial sutures of 1-0 pds were used to secure the mesh every 3 cm around the periphery. Once this was accomplished, sutures of 1-0 pds were used to secure the undersurface of the mesh to the undersurface of the abdominal wall as well. Irrigation was carried out. We were able to reapproximate the abdominal wall fascia using interrupted sutures of 1-0 pds. Once this was accomplished, a blake drain was placed through a separate stab wound and secured using 3-0 nylon suture, 2-0 vicryl used to reapproximate the subcutaneous tissue and staples used to reapproximate the skin edges.¿ (B)(6) 2006: (B)(6) hospital. Implant sticker. Proceed surgical mesh. Lot: xgg170. Use by 2006-11. Relevant medical information: (B)(6) 2015 ¿ (B)(6) 2015: (B)(6) hospital. Inpatient admission. (B)(6) 2015: (B)(6), do. Operative report. Preoperative and postoperative diagnosis: recurrent incisional hernia with small bowel obstruction. Procedure: open repair of recurrent incarcerated incisional hernia (wound class 1). Implant: ventralight st. Indications: ¿this 72-year-old morbidly obese female has undergone multiple abdominal surgeries, including multiple repairs of incisional hernias. She presented with symptoms suggestive of a small bowel obstruction, which was confirmed on radiographic findings. She did not respond to nonoperative management. She underwent repairs described below. She was found to have a detached portion of mesh with the edge of the mesh adherent to the small bowel causing the obstruction.¿ procedure: ¿a midline incision was made with sharp dissection with electrocautery for hemostasis. Dissection was carried down to the hernia sac, which was circumferentially dissected from the subcutaneous tissues to the level of the anterior rectus fascia. The fascia was somewhat attenuated. The hernia contents were able to be reduced and the hernia sac was opened. After rather significant enterolysis, it was identified that the mesh that had previously been placed had become somewhat disrupted from the left side of the abdominal wall. Eventually, the incision was able to be fully opened and the abdomen fully explored. A portion of the mesh that had been disrupted was adherent to the small bowel causing an obstructive process. With rather prolonged enterolysis, the small bowel was able to be freed from the edge of the adherent mesh. The remainder of the small bowel was explored and no other areas of obstruction were identified. There was no evidence of enterotomy. The abdomen was copiously irrigated with saline solution and found to be hemostatic. The portion of mesh that had become detached from the left abdominal wall was reattached with interrupted sutures of 2-0 prolene, to provide coverage of the small bowel. The attenuated posterior rectus sheath and peritoneum were able to be closed in this fashion. The incision was irrigated with saline solution. The abdomen was reinforced by placement of a ventralight mesh in a subfascial position beneath the anterior rectus fascia with 2-0 prolene suture. The fascia was able to be closed with #0 pds. The incision was irrigated with saline solution. Two jackson-pratt drains were placed through stab wounds in the inferior skin flap and directed over the anterior rectus fascia. The incision was again irrigated with saline solution prior to closure of the subcutaneous tissues with 2-0 vicryl in a subcutaneous fashion. The skin was closed with skin staples. Sterile dressings were applied and the patient was transferred to the postanesthesia care unit in satisfactory and stable condition, having tolerated the procedure well.¿ (B)(6) 2015: implant sticker. Ventralight st, ref: (B)(4). Lot: huzg0248. Use by: 7/28/17. Explant preoperative complaints: (B)(6) 2016: (B)(6) hospital. (B)(6), do. Indications: ¿this morbidly obese 72-year-old female had previously undergone multiple midline abdominal wall hernia repairs with multiple different types of mesh. She had developed postoperative seroma and subsequent infection that did not respond to conservative measures. Fistulograms had been performed that suggested the possibility of an enteric fistula, however, cultures only grew methicillin sensitive staphylococcus and she had never had enteric contents identified or cultured. At the time of surgery she was found to have multiple different types of mesh including a gore-tex mesh which appeared to be the source of the infection.¿ explant procedure: laparotomy with removal of abdominal wall mesh, lateral component separation and primary closure with placement of vacuum-assisted closure dressing (wound class 4.) Implant: xenmatrix ab. Explant date: (B)(6), 2016 (hospitalization dates unknown) (B)(6) 2016: (B)(6) hospital. (B)(6), do. Operative report. Assistant: (B)(6), pa-c. Preoperative and postoperative diagnosis: chronic infection of abdominal wall mesh. Procedure: ¿a 72-year-old female brought to the operating room and placed in a supine position on the table. After the induction of adequate general anesthesia, the abdomen was prepped with chloraprep and draped in a sterile fashion. A time-out was performed. The 2 sinus tracts within the abdominal wall were probed. The sinus tract on the left appeared to extend toward the midline. An elliptical incision was made within the midline to excise the old incision line including the fistulous tract. The tract was dissected down through the anterior rectus fascia into what appeared to be a piece of gore-tex mesh that was in a preperitoneal position. The left lower quadrant fistulous tract was also probed and appeared to extend into the same area. An elliptical incision was made around the left abdominal wall fistula tract. This was dissected through the abdominal wall musculature into the area of the gore-tex mesh. All granulation tissue was excised. The abdominal cavity was able to be entered and after enterolysis the patient was found to have multiple pieces of abdominal mesh incorporated within the left rectus muscle in what appeared to be a rectorectus [sic] position as well as a preperitoneal position. All mesh was eventually able to be excised from the abdominal wall so that no foreign bodies remained. Multiple metal fixation devices were also removed in this process. After all the mesh had been removed, the abdomen was irrigated with antibiotic and saline solution. There was no evidence of enterotomies noted. Bleeding was controlled. The anterior rectus fascia on the left was quite attenuated and much of it had been removed with the mesh. Skin flaps were elevated both on the right and left abdominal wall to reveal the region of the lateral border of the rectus fascia. This was incised longitudinally in a component separation fashion. This allowed for the midline to be closed with #1 polydioxanone suture in a running fashion. The incision was irrigated with saline solution prior to placement of xenmatrix ab prosthesis in an onlay fashion over the closed anterior rectus fascia. This was secured to the underlying fascia with #2-0 polydioxanone suture in interrupted fashion. The incision was again irrigated with saline solution prior to placement of a vacuum-assisted closure dressing. The patient was then transferred to postanesthesia care unit in satisfactory and stable condition having tolerated procedure well.¿ (B)(6) 2016: (B)(6) hospital. Implant sticker. Xenmatrix ab. Surgical graft, 20cm x 20cm. Lot: huzj0044. Use by: 10/28/17. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.